Event description:
It was reported that the right ventricular (rv) lead exhibited suspected oversensing. It was noted that the patient was in surgery at the time of the event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.